Manufacturer narrative:
An analysis of filter data showed abnormally low and erratic blanks at the time of the incident. This indicated a reagent arm 1 fluidics problem. Service engineer replaced the reagent drain and the problem was corrected. The instrument is performing within specification.